Event description:
It was reported that during a surgical procedure at the healthcare facility, the burs were not locking into the attachment. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the healthcare facility, the burs were not locking into the attachment. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device not returned for analysis at this time.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. The device will not be returned for evaluation.